Event description:
Could not retrieve specimen.

Manufacturer narrative:
There was no specimen present in the needle; however, the probe stopped at the snare indicating something was present. We were able to push the obstacle out with the probe from the distal end. Upon further investigation, a large bone fragment was found inside the snare which did not allow the specimen to enter the needle. We were unable to completely remove the bone fragment, but were able to push it our enough to take a picture. DHR for lot #30046 was reviewed on 12/30/2014. No issues were found related to this complaint.